Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. The site of insertion was the abdomen. Patient regularly rotated site location. Patient changed soft cannula infusion set only and resumed insulin. No further information was available.